Event description:
It was reported that the user experienced episodes of elevated blood glucose that were random and prolonged while using the device. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.